Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering was unable to confirm the reported complaint of broken cable. The drive cables were found to be intact and undamaged at the wrist. Instrument was placed on a davinci system robot and driven. Recognition and engagement passed. Instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. Additional observation not reported by site was a bent bipolar pins. The top pin was bent down and the bottom pin was bent up slightly so that the two pins nearly make contact. A bipolar cord cannot be installed as a result of damage. Engineering concluded that damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a davinci si surgical procedure the customer noted that a 'broken cable' on the maryland bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.